Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) was positioned and a 20mm watchman flx closure device & delivery system was inserted. The closure device was released and the delivery system and was were removed from the patient's body. Final post-implant transesophageal echocardiogram was performed revealing a thrombus in the right atrium near the fossa. The patient was placed on anticoagulation and monitored. Upon recovery the patient reported chest pain. Computed tomography (CT) was performed with no significant findings. During the procedure the patient had pacer leads in the right atrium/right ventricle and the patient's activating clotting time (act) was 260 seconds. The patient has been discharged and is doing well.